Event description:
It was reported that when devices were used during an unknown procedure. The devices initially fired successfully. Once the devices were reloaded they misfired cutting with half the staples. It is unknown how the case was completed. There was no consequence to pt.